Manufacturer narrative:
Weight-race: unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -4.0/1.0/92 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022; the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause is reported as unknown.